Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that after a fall, three contacts were shown to have high impedances and an occasional shock high up in her back. The leads had migrated laterally, and reprogramming caused her pain to increase. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.